Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The dislodgement was confirmed via x-ray. Noise was also observed which was oversensed and caused an inappropriate shock. A revision procedure occurred to reposition the lead. The repositioning procedure was successful and at this time, the rv lead remains in service. No additional adverse patient effects were reported.